Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be derailed and frayed at the distal idler pulley. The grips were still able to open and close, but their movement could not be precise. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a davinci si hysterectomy procedure, the mega suture cut needle driver instrument was not functioning properly, the instrument was removed. Customer noted a broken cable at tip of the instrument. No patient harm, adverse outcome or injury was reported.